Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the patient planned to be scheduled for a device replacement procedure.

Event description:
Boston scientific received information that this pacemaker exhibited an unexpected decrease in remaining longevity. Device memory was preserved to a disk and sent in for review. Engineering analysis indicated that this device had increased power consumption and recommended device replacement. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that the device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.